Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During flushing, resistance was noted, and air could never be purged. When an attempt was made to visualize the image, the image was completely black. The procedure was completed with a new device. There were no patient complications.